Manufacturer narrative:
The complainant reported that, the device would not be returned for evaluation, as it was discarded after explant; consequently, a physical evaluation will not be performed. Without receiving product for evaluation, we are unable to determine if they met specification and unable to definitively determine a root cause for this incident. A device history review was performed for batch/lot number 1169786. The review confirms that the lots met all material, assembly and performance specifications. A similar complaint review was also performed. This review revealed one previous complaint reported for this lot/batch number for a similar issue and received from this same complainant. The complaint report for the year 2007 was reviewed for the vaxcel pasv PICC single lumen product family. No adverse trends were detected for "fracture distal to the suture wing", "hole in catheter" or "leakage" for the last 15 months.

Event description:
The complainant reported that, a vaxcel pasv PICC was implanted in a male patient (age unk) in 2007. Three months later, it was found that the device had developed a crack distal to the suture wing and which resulted in a leak. The complainant reported that, the device was successfully replaced and that there were no adverse affects to the patient as a result of the reported malfunction.